Event description:
According to the reporter, on (B)(6) 2024, during dialysis, the patient developed fever and planned to be admitted for "5 years of hemodialysis, chills, and fever for half a day". The patient had diarrhea at home two days before admission. There was nothing unusual observe on the device prior to use. Flushing was done prior to use and with normal result. Tego was not utilized. There were no other products being utilized with the device. Oral medical was given due to fever and chills.

Manufacturer narrative:
Additional information: b3, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, during dialysis, the patient developed fever and planned to be admitted for "5 years of hemodialysis, chills, and fever for half a day." The patient had diarrhea at home two days before admission. There was nothing unusual observe on the device prior to use. Flushing was done prior to use and with normal result. Tego was not utilized. There were no other products being utilized with the device. There was a blood loss and blood was not required due to the event. Oral medical was given due to fever and chills.